Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple patients assigned to room. A technical support specialist (tss) was unable to research the examples due to the way logs were maintained. Tss notified the customer and found that no new examples could be provided. So the technical support specialist proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis showed active orders on one discharged patient. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis showed active orders on one discharged patient. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.